Event description:
A male had aaa repair in 2005. It was reported that the graft landed 5mm lower than intended. A proximal type I endoleak was noted at this time but expected closure after anticoagulation was reversed. A core lab interpretation of the 26 month follow-up CT scan indicated the presence of a proximal type I endoleak. The core lab also noted component separation of the left iliac limb of the pre-existing graft of another manufacturer.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate to read all instructions carefully. Failure to properly follow instructions, warning and precautions may lead to serious consequences or injury to the patient. Access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of an 18 to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. No product was returned to assist in this investigation. An internal clinical review indicated that there was a type I endoleak which occurred due to user error and incorrect planning and sizing.